Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the meter history revealed no errors related to the complaint. During testing, the meter remote paired with a test pump successfully. A 10 unit bolus was programmed from the meter remote and accurately recorded. An ezbg and ezcarb bolus were also correctly calculated. The meter remote¿s bolus calculation function performed properly. No defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that there was an issue with incorrect bolus amounts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.